Manufacturer narrative:
The explanted microstent and the delivery system used for explantation were returned to ivantis for evaluation. The implant was received attached to the delivery system. The microstent met dimensional and visual specifications. Functional testing using the microstent and the returned delivery system was performed; the delivery system functioned as intended during advancement, release, retraction, and recapture. Unidentified foreign matter, possibly tissue, was adhered to the distal spine of the implant. The cause of the cme is not known, but this is an inherent risk of cataract surgery (with or without implantation of a glaucoma implant). Ocular pain, macular edema, and microstent explantation are listed in the device labeling as potential adverse events. The current device labeling includes the following warning statement: "the hydrus device consists of nickel-titanium (nitinol) alloy, which is generally considered safe. Persons with allergic reactions to nickel may have an allergic response to this device, especially those with a history of metal allergies. Some subjects may develop an allergy to nickel if this device is implanted. Certain allergic reactions can be serious." Manufacturer reference #: (B)(4).

Event description:
An (B)(6)-year-old female patient underwent hydrus microstent implantation in the right eye on (B)(6) 2020. In mid-(B)(6) 2021 (approximate date provided), the surgeon explanted the microstent because the patient was experiencing pressure, pain, and tenderness at the implantation site in the superior nasal area since postoperative day 1. The surgeon reported that the hydrus was well positioned with good intraocular pressure (iop) reduction and no sign of inflammation. The patient attributed the pain to an allergy because of a prior skin reaction to nickel jewelry. Postoperatively the patient also developed cystoid macular edema (cme) which was treated and resolved, but the patient could only achieve a best corrected visual acuity (bcva) of 20/40; the preoperative bcva was not provided for comparison. One-week post explantation the patient reports an improvement in pain and tenderness, but it is still not completely resolved. The patient is scheduled for the next follow-up visit in mid-(B)(6). Additional information has been requested.